Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/24/2021.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse during therapy. The user was running three different medications concurrently, each on a spectrum iq pump into a central line. The event occurred during patient infusion of midazolam at 15 ml/hr. It was reported that the patient was restless and kept waking up. No additional information is available.